Event description:
The customer reported to olympus, the that image was not good on the evis exera ii ultrasound gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: forceps elevator had foreign object on it . There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The additional evaluation findings are as follows: acoustic lens had a scratch, universal cord had a scratch, due to clogging of balloon water-tube, balloon water supply volume does not meet the standard value, due to clogging of air water tube, water supply volume does not meet the standard value, due to wear of angle wire, bending angle in down direction does not meet the standard value, due to wear of angle wire, bending angle in left direction does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, connecting tube had a scratch, switch box had a scratch, suction cylinder was shaved therefore, suction volume does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of right/light knob was out of the standard value, forceps elevator had foreign material, due to clogging of air water-tube, air supply volume does not meet the standard value, grip had a scratch, due to wear of angle wire, the play of upward/downward knob was out of the standard value, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, and control unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps elevator could not be identified and a definitive root cause of the observed issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely to be the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.